Event description:
Same case as 2134265-2010-01628it was reported that post-coronary drug eluting stenting treatment procedure, stent thrombosis occurred. In (B) (6) 2008, a taxus express2 3.0x20mm stent was implanted in the proximal left anterior descending (lad) artery and a taxus express2 2.5x24mm stent was implanted in the mid lad. No further information in regards to the index procedure is available. Approximately 19 months post-procedure, the patient discontinued anti-platelet therapy (aspirin and clopidogrel) in preparation for an upcoming endoscopy of the stomach. Two weeks after discontinuing the antiplatelet therapy, the patient presented with chest pain. Thrombosis was identified in the two taxus express2 stents previously implanted in the lad. A non-bsc device was used to aspirate the thrombosis. Then a non-bsc 3.5x15mm balloon and a non-bsc 2.4x40mm balloon were used to dilate the vessel further. No further patient complications were reported. Post-procedure the patient was instructed to use cilostazol.

Manufacturer narrative:
(B) (4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information received, a supplemental medwatch will be filed. (B) (4).